Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet, while the sensor remained connected to the dexcom mobile application; the user re-entered the pairing code and power-cycled the ilet, after which the dexcom g7 successfully connected to the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed successful reconnection after device restart and code re-entry, consistent with a temporary communication issue between the cgm and the ilet. It was concluded that the event was attributable to transient connectivity and was resolved through standard pairing and reboot steps, with the device functioning as intended after recovery.